Event description:
The customer claims that the belt is triggering the alarm intermittently when the belt is detached. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that there is no alarm when the buckle is detached. During evaluation, the belt was cut opened and found the black wire connecting to the rj-11 cable broken. (B) (4).